Event description:
The patient claimed the animas insulin pump has power issues. There was evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box showed no unexplained reboots or power issues. There was no damage found to the battery cap or compartment, and the battery cap secures appropriately to the pump. A rewind, load, and prime sequence was performed with no issues. The pump was exercised for 24 hours with no power loss. The complaint could not be confirmed or duplicated on investigation.